Event description:
It was reported that during closure of a cryo pvi procedure the crbs polarx fit balloon cath st ous was selected for use, error sn (B)(6): the console detected blood in the catheter occurred before removal after pvi was completed. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during closure of a cryo pvi procedure the crbs polarx fit balloon cath st ous was selected for use, error sn (B)(6): the console detected blood in the catheter occurred before removal after pvi was completed. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed. No patient complications were reported. The device is expected to be returned.